Manufacturer narrative:
Product evaluation found lens returned in a micro centrifuge vial with some moisture on lens. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -13.5/+1.0/077 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved.